Event description:
It was reported that an incident occurred with a flexible cryoprobe during a lung nodule biopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided). No other information was provided regarding any other accessory employed during the incident. The cryosurgical unit's setting was 54 bar. Per the complainant, the physician was on his third (3rd) target nodule, when the cryoprobe burst in the provider's hand when activated for four (4) seconds (note: it was estimated that 7-9 biopsies had been taken from first two target nodules.). It was noted the physician typically activates for five (5) to six (6) seconds. The burst occurred on the white tubing approximately 4-5 inches from the connection point. The report stated, "a very loud noise was heard, staff complained of ringing in the ear. Surgeon complained of loss of hearing." No other injuries were communicated.

Manufacturer narrative:
The cryoprobe has not yet been returned to erbe for an evaluation. Therefore, no conclusive determination can be made as to the cause of the incident since the device has not yet been inspected. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined, a follow-up report will be filed with the findings.